Event description:
During the implanting of a cage, the surgeon mentioned that he angled the inserter slightly both cephalad and caudal in order to try close a fish mouthing disc space. This strategy was implemented in the hopes of catching more bone and effectively seating the anchors in to as much bone as possible. The representative was made aware of this strategy post operatively. The surgeon does understand the correct on label use of the product but felt this additional technique was necessary with this particular patient. When the anchors were inserted, they entered the bone but pulled themselves out of the cage because of the increased angle and additional pressure, both breaking the cage and bending the titanium jacket. When the surgeon deemed the implant was damaged, a hybrid plate and screws were implanted over the construct at the same level (c4-c5) in order to ensure achieved proper fixation of the segment and a successful fusion at the correct surgical level. The surgery was completed successfully and there were no reports of adverse consequences to the patient. The surgeon was concerned about the stiffness of the connection between the implant and the inserter. However, upon follow up, it was determined that the inserter is performing as intended.

Manufacturer narrative:
The reported event was confirmed via correspondence. Visual, dimensional and functional analysis could not be performed as the device was not returned. No relevant manufacturing issues were identified in the reported lot #. Conclusion: based on the information provided the plausible root causes of the reported event are over angulating the inserter during cage insertion, patient's anatomy, and not so robust connection between the inserter and the cage.

Event description:
During the implanting of a cage, the surgeon mentioned that he angled the inserter slightly both cephalad and caudal in order to try close a fish mouthing disc space. This strategy was implemented in the hopes of catching more bone and effectively seating the anchors in to as much bone as possible. The representative was made aware of this strategy post operatively. The surgeon does understand the correct on label use of the product but felt this additional technique was necessary with this particular patient. When the anchors were inserted they entered the bone but pulled themselves out of the cage because of the increased angle and additional pressure, both breaking the cage and bending the titanium jacket. When the surgeon deemed the implant was damaged, a hybrid plate and screws were implanted over the construct at the same level (c4-c5) in order to ensure achieved proper fixation of the segment and a successful fusion at the correct surgical level. The surgery was completed successfully and there were no reports of adverse consequences to the patient. The surgeon was concerned about the stiffness of the connection between the implant and the inserter. However, upon follow up it was determined that the inserter is performing as intended.